Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow-up. The patient underwent the valve in valve procedure. No additional details were provided. Bioprosthetic valves are known to have a limited life span as the surgical prosthesis is prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A echo imaging expert was consulted and had following impression based on echo review: echocardiography/doppler reveals leaflet thickening and decreased leaflet opening, and hemodynamics suggesting probably severe (or very severe) aortic stenosis. The available echo images are compatible with typical changes seen with bioprosthesis structural valve degeneration. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event remains indeterminable at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 19mm aortic pericardial is failing after an implant duration of 12 years, thee months, due to thickened leaflets, decreased leaflet opening, severe aortic stenosis, degeneration. Patient has been sent to cv surgeon from cardiology with symptoms shortness of breath. Patient has yet to be scheduled for re-do aortic valve replacement and is requesting echo before scheduling reoperation. The surgeon is reporting the currently implanted device is failing.